Manufacturer narrative:
Findings: unit was received with no manufacture mode noted. Pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring and minor scratched lcd window. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer stated that the plastic portion from the reservoir compartment fell off and she could not put it back on. Every time she would put in her reservoir, it would give her insulin at the same time. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The device will be returned for analysis.